Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five-years following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram was performed and showed a mild-moderate elevation of the prosthetic valve gradient. An estimated mean aortic valve (av) gradient of 23 mm hg was measured. Transcatheter av doppler velocity index (dvi) was 0.3. And acceleration time was prolonged. These parameters were suggestive of prosthetic valve obstruction/degeneration. A computed tomography scan was performed and showed moderated degeneration calcification with a larger area of hypoattenuation material, noted to likely be thrombus of the right coronary cusp and extends outside of the valve frame in the right coronary artery. In comparison to previous study, the prosthetic valve gradients were higher with a lower dvi. Due to the complex nature of the patient's medical issues, it was determined the patient was not a surgical candidate. In addition, treatment with anticoagulant medication cannot be prescribed due to a positive history or gastrointestinal bleeding. No treatment was provided. No adverse patient effects were reported.